Event description:
It was reported that this patient underwent a right shoulder replacement. Subsequently, the patient was revised due to stem subsidence. The surgeon replaced the glenosphere, adapter tray, liner and stem. The patient was last known to be in stable condition following the event. No further information is available.